Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 12 mm and 3.0 x 8 mm rx absorb devices referenced in describe event or problem and concomitant medical products are being filed under separate manufacturer report numbers. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a non st-elevated myocardial infarction (nstemi). The procedure on (B)(6) 2016 was to treat a lesion located in an unspecified vessel. Predilatation was performed with a 3.0x15mm non-abbott balloon at 10 bar for 20 seconds (sec). Three absorb scaffolds (3.5x12, 3.0x8 and 2.5x12) were implanted. Post-dilatation was performed with two non-abbott balloons (3.0x15; 2.75x13). The final angiographic residual stenosis was less than 10%. Eight days later the patient returned with a mi and in-scaffold thrombosis was confirmed using angiography. The thrombosis was treated using several non-abbott balloons and implantation of a 3.0x30mm non-abbott stent. The patient reportedly died as a result of the thrombosis. The patient was confirmed to have been compliant with their dual anti-platelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A cine was received and reviewed by an abbott vascular physician who concluded the following: thrombosis 8 days post implantation of absorb scaffolds (by the films only see 2 scaffolds), most likely secondary to severe under-expansion of the scaffold within the lesion and untreated distal dissection. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Cine review identified the target vessel as the proximal to mid lad. The cine also noted a distal edge dissection which was unresolved. Follow-up with the site determined that there was no mention of any dissection by the physician or in the cath lab report; however, the most distally implanted scaffold was identified as the 3.0x 8 mm absorb.